Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported halos and was unable to tolerate the lens. A yag procedure was performed in 2007, without significant improvement. The lens was exchanged. The pt outcome is reported as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 06/11/2007 and 06/13/2007 by phone, mail and fax. Add'l info was received 06/14/2007.